Event description:
It was reported that (1) device was used during an appendectomy. It was reported by the affiliate that the tsw35 instrument can not be opened. Another instrument was used to complete the case. There was no consequence to the pt.